Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode from not announcing lunch and has been elevated since. They reached a peak of 400 mg/dl blood glucose which was corrected by making a meal announcement. Threre was no further intervention required.